Event description:
It was reported to philips that the motorized geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic treatment, which was completed without delay by moving the c-arm manually with the handle. The philips field service engineer (fse) inspected the system on-site and found that the motorized geometry movements were unavailable. To resolve the issue, the fse performed a complete troubleshoot of the movement issue, including running geometry diagnostics. All geometry functions were verified, and it was confirmed that they were operating properly. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported geometry movement issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on the completion of the procedure, the patient, or the user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.